Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. Visual evaluation of the returned device shows scratches, nicks and gouges on both the superior and inferior sides of the device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07636.

Event description:
It was reported that during the procedure, the trocar pin became cold welded into the guide. No adverse events have been reported as a result of the malfunction.